Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed wound healing issues. Nevro was unable to obtain additional information regarding the nature of the wound healing issue. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.